Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record for the reported lot number, 0202653305, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. All information reasonably known as of 31-aug-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
A medwatch report mw5071309 was received from FDA reporting "a 5fu was supposed to infuse at 10 am, infuse at 1 am and blood backed up in tubing". Additional information received from the reporter on 29-aug-2017 stated that the pump was supposed to finish at 10 am, but it finished early at 1 am. It was also noted that there was blood in the tubing. No patient injury occurred with the event.